Event description:
While programming the tubing for a precedex drip, a large leak was noted from the tubing. The event did not reach the patient but this is the third report regarding the same tubing.